Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer had changed the battery multiple times and was still receiving a failed battery test. Customer was changing the battery when she received the alarm. Customer's blood glucose level was 140 mg/dl. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap. Customer mentioned that the pump had a crack and some of the pump was missing from the battery compartment. Customer stated that she does not know how the damage occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.